Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted: (B)(6) 2015.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source and indicated the patient was deceased. Cause of death was noted as ventricular fibrillation. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.